Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received a scs system, including an ipg, on (B)(6) 2011. It was reported that the patient's programmer is unable to communicate with the ipg, and the patient lost stimulation. A replacement programmer was unable to resolve the issue. X-rays taken revealed no ipg anomalies. The physician plans to explant and replace the patient's ipg. No further information is available at this time.